Event description:
Per report, after the transfemoral deployment of a 26mm sapien valve, the valve embolized to the ventricle. The patient was converted to open avr and the sapien valve was explanted. The patient's annulus was 24mm by tee intra-procedurally. Access was obtained without issue and a bav was performed without issue. The valve was prepped in normal fashion and inserted in a 50/50 position and deployed without incidence. Tee was evaluated and revealed a mild pvl and mild central ai. The valve was positioned well and apposed to the annulus wall very well. An aortic root shot was taken and the valve embolized ventricular. Several attempts were made to retrieve the valve via a snare, but were unsuccessful. The patient was converted to open avr at which time a magna aortic valve was implanted. The patient remained in stable, but critical condition. Additional information: originally the annulus was thought to measure 24mm confirmed by the heart team with intra-procedure tee, and was noted not to be heavily calcified. Post deployment, the sapien valve looked in good position. On the aortic root shot the valve had already embolized to the lv. The sapien valve was explanted. After open avr, the surgeon reported that there was not a lot of calcium on the annulus and that the aortic annulus really measured 26-27mm. It was reported that the sapien valve did not appear damaged, and it was ¿deployed¿ (expanded). The next day post procedure the patient was stable, walking and answering questions. The sapien valve was discarded by the site.

Manufacturer narrative:
The sapien valve was not returned to edwards for evaluation, as it was discarded. A review of the device history records of the affected valve shows that the valve met all the required specifications prior to its distribution. Cine (fluoroscopic) images were provided to edwards for review. The following observations were made by the edwards medical (B)(6) based on fluoroscopic imaging provided (no echo) observations: severe aortic valve calcification, severe aortic root calcification, severe mac (mitral annular calcification). "Poor image intensifier angle." Poor coaxial alignment with lateral bias of guide wire/valve/delivery system. Left ventricle (lv) with horizontal lay. "Sapien valve position 50/50 prior to deployment. No loss of pacing capture and ventilation was held during deployment." There was no sapien valve movement during deployment; the valve deployed canted. The next image shows the sapien valve in the lv outflow tract (lvot). Impressions: poor image intensifier angle, combined with poor coaxial alignment, predicted canted valve deployment. This probably contributed to subsequent sapien embolization into the lvot. Anatomic factors (e.g. Narrow, calcified sino-tubular junction and minimal aortic valve calcification) cannot be excluded without a transesophageal echocardiogram review. Other procedural factors (e.g. Loss of pacing capture and cessation of ventilation) were not contributory factors on this case. There are several patient and procedural factors that alone or in combination can cause or contribute to valve malposition and/or embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, minimal valve calcification, and loss of pacing capture. The thv training manual and procedural didactic instruct the operator on proper positioning and deployment of the valve, including all procedural considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. No further actions are required at this time. In this case, it appears that patient and procedural factors cause or contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.